Manufacturer narrative:
One device was received new out of the box. Per visual inspection, slightly off micro switch. Per functional testing, the device was tested with multiple disposables which caused it to alarm. The complaint was confirmed. The root cause was due to the micro switch being slightly misaligned. It was unknown what caused it to become misaligned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Adjusted the micro switch and the device functioned properly.

Event description:
It was reported that upon opening and set-up, the device does not work. They tried attaching multiple new fluid sets and it does not function, warning light showing indicating there is an issue. The fluid sets work on their other device. Troubleshooting done but did not resolve the issue. Event occurred upon opening. There was no patient involvement and no patient harm/adverse event reported.